Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on june 14, 2021, a percutaneous vertebroplasty at l1 performed on (B)(6) 2021. It was the first time for the hospital to apply vbs. Stent on the right side was dilated, it ruptured and another stent was advanced on the other side without any issue. Surgeon commented as follows: he quickly turned the handle on the inflation system. Dilation solution was used more than 4.5ml. Procedure was successfully completed with a replacement and less than (30) minute surgical delay. This report is for (1) vertebral body balloon/small- sterile. This is report 1 of 1 for complaint (B)(4).